Manufacturer narrative:
The pump passed the displacement and self test. All setting functioned properly. However, pump error 63 alarm (variableinfo = 3) is found in the formatted history file due to broken traces at pin 6, u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to rewind the insulin pump. Insulin pump passed self test. Customer stated that the insulin pump had hardware low level failure alarm during self test. The insulin pump will be returned for analysis.